Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if using the 12 hour clock. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was found that pump time was incorrect due to not having been adjusted for daylight saving. Tandem technical support assisted in correcting the time, and customer successfully resumed insulin therapy. Customer¿s blood glucose level was 160 mg/dl.